Event description:
This is an amendment to a previously filed MDR. After the explanted ipg was decontaminated at an approved decontamination facility, the decontaminated device was received by impulse dynamics USA on (B)(6) 2025. The product evaluation of the explanted device was completed on (B)(6) 2025. During the evaluation, the ipg was interrogated and log data was reviewed. The data revealed no abnormalities or ipg malfunction(s). All electronic control tests on the ipg were successfully passed. The leads of the device that were also explanted and decontaminated were evaluated. Visual inspection of the leads indicated a potential breach in one of the leads, with insulation that appeared partially filled with blood. Microscopic examination confirmed a clear breach in the lead insulation. The breach of the lead insulation did not show signs of a manufacturing defect. The damage may have occurred due to mechanical stress on the lead during or after implantation. The most likely root cause of the patient's initially reported symptoms is the breach in the lead insulation. The breach could have resulted in abnormal current distribution or stimulation of surrounding tissue, leading to unintended muscle contractions or sensations in the pocket area. Despite no evidence that the ipg malfunctioned, the compromised lead insulation most likely allowed electrical signals to escape or behave unpredictably, which aligns with the patient's initially reported symptoms and inability to resolve via programming changes. The device and leads will be scrapped.

Event description:
On (B)(6) 2025, impulse dynamics field staff were made aware of an optimizer smart mini (osm) implantable pulse generator (ipg) replacement procedure that occurred that day. The revision procedure occurred because the patient had previously reported feeling pulsations around the skin pocket where the ipg was implanted three weeks prior. These pulsations persisted even after a voltage reduction and monitoring of polarity changes after lead isolation. The decision was then made by the implanting physician to replace the device, and the revision procedure was performed on (B)(6) 2025 without any complications. The patient has not reported the sensations since receiving the new device. The explanted device is currently being sought from the hospital for further evaluation by impulse dynamics USA. There is no evidence that the device was malfunctioning between the time of initial implantation and subsequent explantation.